Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed. Patient was asymptomatic and no electrical anomalies were noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 13.2cm was returned for analysis. The portion of the lead that was returned was normal. Without the return of the entire lead, a complete analysis could not be performed.